Event description:
It was reported that the patient had an infection at the ipg incision site as the wound was opening up and was draining. The physician believed that infection was device and procedure related but no malfunction was suspected. The patient had an irrigation and debridement done, however, the physician was unable to remove the blood and tissue under 2 port plugs and opted to replace the ipg. The patient was prescribed antibiotics and was doing well postoperatively. The explanted device was discarded.